Manufacturer narrative:
One cadd-legacy® plus pump was returned for analysis in good condition. The event history log was reviewed noting the air in line was detected. The pump was then run in the user mode; with inability to repeat alarm. The alarm was found to be intermittent and that the pump was continued to be used per the history log. It is probable that the pump was acting properly and the detector sensed a legitimate problem. Based on the evidence, the complaint was not confirmed. However the problem source was found to be user interface.

Event description:
Information was received indicating that an air-in-line alarm occurred to a smiths medical cadd-legacy® plus pump during a functional procedure. There were no reported adverse effects.